Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure(event) observed during analysis. Analysis found that the hv lead impedance check occurred hourly and noise reversions coincided with hv lead impedance check. When turning off hvli check algorithm, this would deactivate the noise reversions. An anomaly within the hv protection circuitry was identified, however, the origin could not be determined.